Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2012, the patient underwent a posterior spinal fusion surgery at l5-s1 and pars fracture repair. During the surgery, rhbmp-2/acs was used, as well as cage and screws. Postop, the patient continued to experience back pain and pain in her legs. The patient continued to follow up the surgeon through (B)(6) 2012. On (B)(6) 2012, the patient consulted with another surgeon who informed the patient that ¿bone grafts had never been placed in her l5 fractures¿ and ¿pars fractures were unchanged since prior to the surgery.¿ in follow up appointments with this surgeon, patient was informed that in her surgery, screws were placed ¿directly through the facet joints of the l5 spine¿. On (B)(6) 2013, the patient had these screws removed from her l5 spine, which ¿immediately resulted in pain relief¿. The patient now experiences pain and numbness in her legs and toes that she had never experienced prior to the (B)(6) 2012 surgery and that continues despite the removal of hardware.